Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that recharging of the ins was not possible anymore and the ins could not be interrogated with the patient controller or the communicator. There were no environmental/external/patient factors that may have led or contributed to the issue. The recharger was replaced, but this did not solve the problem. Replacement of the patient controller also did not solve the problem. Physician recharge mode (prm) was applied for about an hour, but this did not solve the problem. During prm signal strength of 94-98 was shown on the controller. The prm was run twice, once with each device for about an hour. The ins heated up a little bit, which the rep noted probably indicated successful charging. It was noted that the ins had been implanted about one to two months prior to (B)(6) 2018. There was no swelling or inflammation. The ins was implanted gluteal, was very palpable, and was horizontal with the skin/not angled. It was noted that the patient was slim. Until (B)(6) 2018, the recharge processes had been successful with an excellent connection. Additional information received from the rep reported that by rebooting (disabling and re-enabling) the ins through the tech mode with the patient controller, the problem could be solved. The battery level of the ins was 100% and adjusting the stimulation was successful. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins could not be found with the programmer/recharger although the ins was palpable under the skin. They started the recharge mode on a very hot day, so the ins was heating up without any other symptoms. After the reset they could find the ins and everything was okay. It now worked without any problems since (B)(6) 2018. The patient did not experience any symptoms. It was noted that this information was confirmed with the healthcare professional.